Event description:
Litigation papers allege the pt has suffered symptoms including, but not limited to, pain, popping and clicking from his hips while walking, tenderness and loosening. Pt was revised to address pseudotumor development.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.